Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error e315 could not be determined. It is possible that water invasion of the scope connector occurred during user handling, which may have led to an abnormality of electric parts, and results in an error message being displayed/olympus will continue to monitor field performance for this device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿ withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿ withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿ withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had an e315 error and the cleaning brush was hard to advance through the scope. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an error code 315, there was an instrument channel leak, the bending section rubber glue was peeling, the forceps passage had a leak and the cleaning brush could not be advanced through the scope, there was no image, the bending section had reduced insulation, the bending section charged coupled device shrink tube was cut, and the insertion tube was dented. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.